Manufacturer narrative:
Section h1: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-03726.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the emergency room with driveline faults. The alarms started while the patient was seated on the couch supported by battery power. It was detailed the outer sheath of the driveline is missing in several places and twisted are noted. The patients controller was exchanged. No additional alarms were noted after the exchange. No further information was reported.

Manufacturer narrative:
Section h4: correction. Analysis conclusion: the report of damage to the patient¿s driveline could not be confirmed as no images of the outer jacket were provided by the account and no product was returned for evaluation. The account reported that the outer jacket of the patient¿s driveline was missing in several places and the driveline was twisted. The x-ray image of the driveline provided by the account appeared unremarkable. Review of the account¿s submitted log files revealed driveline fault alarms on (B)(6) 2020 . Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the log files. Multiple attempts were made to obtain additional information regarding the reported cosmetic damage to the patient¿s driveline; however, no further information was provided by the account. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.